Manufacturer narrative:
It was reported that during loop recorder removal in cath lab, piece of the kelly clamp broke in loop pocket of the patient, however all parts were recovered and removed by the physician. [The kelly clamp was part of the medline PICC line pack]. Cardiologist was able to retrieve all parts from the pocket. Patient discharged home stable. Relevant history, including pre-existing medical conditions: migraine, pots, mthfr, hld, breast mass, ptsd, bipolar disorder, depression, sleep apnea. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
The kelly clamp broke in loop pocket of the patient. All parts were recovered and removed.